Event description:
It was reported that the "catheters have fallen out" of the patients. This facility reports a total of (6) incidents. All catheters were placed by different clinicians. The facility reports that the sutures are normally removed after 10 days. No patient injuries were reported. Only (1) device was saved for evaluation.